Event description:
It was reported that the patient received a low glucose alert while at a bank, denied symptoms, had a blood glucose of 59 mg/dl, and treated with oral carbohydrates (candy) with return to range, while the device problem and component were documented as insufficient information. Symptoms included hypoglycemia. Outcomes included categorization as a serious injury/illness/impairment and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.